Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during an unspecified da vinci-assisted procedure, peritoneal and bowel tissues became entrapped and adhered to the sharp tip of the first jaw hinge of the force bipolar instrument while the surgeon was performing adhesiolysis. There was no bio-debris build up or any other substance present. The issue was resolved by excising the entrapped peritoneal tissue and carefully detaching the bowel tissue. Although the estimated blood loss was not specified, there was no report of excessive bleeding. The incident resulted in an unspecified procedural delay; however, the procedure was successfully completed robotically. The patient did not experience any postoperative complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis evaluation. One instrument grip was found to be bent, resulting in misalignment of the grips. The measured offset at the tips was 0.67 mm. No cracks were observed in the grips. The complaint was confirmed by failure analysis.